Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of the lead, different positions were attempted. When removed and observed outside the body, insulation layer was suspected to be damaged, and bleeding was noted. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected b1, b2 ,b5, h1 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of the lead, different positions were attempted. Two hours post operatively, when removed and observed outside the body, insulation layer was suspected to be damaged, and bleeding was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that two hours post implant, the lead was entangled. Upon removal, blood stains were noted on the lead's ins ulation layer which could not be removed.

Event description:
It was further noted that the right atrial (ra) lead and right ventricular (rv) lead were intertwined and their movements influenced each other.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.